Manufacturer narrative:
Bigfoot conducted a system review for the two-week time period leading up to the date of report. During this time, the bigfoot unity system alerted to both low and very low glucose per specification. No device malfunction occurred. If bigfoot learns of any new information pertinent to this case, a follow-up report will be submitted. All information available to bigfoot has been submitted.

Event description:
Customer reported a potential severe hypoglycemic event while using bigfoot unity system during previous two weeks. No further information was provided. There was no report of medical intervention, death, or permanent impairment associated with the event. Customer has not provided exact date of event. Multiple outreach attempts were made to collect additional information and were unsuccessful.